Manufacturer narrative:
Reference record (B)(4). Subsequent to the submission of the initial medwatch report, it was noted that the lot number information was inadvertently not included. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Peritonitis and pneumoperitoneum are known hazards of a peg tube placement.

Event description:
The patient was treated with antibiotic augmentin 1gm IV three times a day.

Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Abbvie instructions for use indicates below: keep the abbvie peg tube under moderate tension for 24-72 hours post-placement to promote good adherence to the stomach wall, then loosen. The puncture site should be checked regularly within the first week post-placement. Keep the puncture site, abbvie peg tube, and the underside of the fixation plate clean and dry using aseptic technique or per institutional protocol. Dressings should be changed per institutional protocol. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Two days later the external retention plate was found loose which lead to the leak of gastric fluid and air in the abdomen as the stoma was not healed. The physician reported this caused pneumoperitoneum with suspicion of peritonitis. The patient was treated with unspecified antibiotics. According to the physician surgery will be required if patient's clinical status doesn't improve.